Event description:
The complaint involved the following device: transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip. The tubing of the device reportedly leaked after pressurization and the set was immediately replaced. This occurred during a patient's surgery, the nurse was using the set/device to monitor the patient's blood pressure. No patient harm was reported.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).